Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that fifteen days after this implantable cardioverter defibrillator (ICD) system was implanted, the patient presented with a pocket erosion. The system was immediately explanted and the patient was hospitalized while antibiotics were administered. A new system will be implanted at a later date. No additional adverse patient effects were reported.